Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 93 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that a patient passed away at home while connected to an ltv 1150 ventilator. The patient had a massive heart attack, 911 was called. There was no reported allegation of malfunction or problem with the ventilator.